Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer indicated that their blood glucose levels were going up because of the tubing but they were not getting alerts or alarms. The caller reported that ever since the customer went back on the insulin pump while in the hospital, their blood glucose levels were climbing up again. The customer had only been using the insulin pump for a couple of months. The caller was advised to have the customer call back for troubleshooting. The device will not return for analysis.